Event description:
The consumer reported an unconfirmed false negative result with binaxnow covid 19 self -test on 01may2022. The consumer performed another test with unknown brand, and generated positive. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.